Event description:
According to the reporter, a long-term catheter was placed in the right internal jugular vein and was used for chronic renal failure and regular hemodialysis maintenance; a trachoma of the tube was noted. After checking with the doctor, they carried out tube replacement with a new long-term tube as an intervention. They took bandaging trachoma and fixation as remedial measures to solve the problem. The patient did not have infection. The patient was in a relatively stable condition. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.